Event description:
It was reported during onyx injection, onyx came out of the catheter's tip as expected. Upon further injection, onyx was not observed at the catheter's tip. The physician removed the catheter and it broke off at approximately 3-4cm from the distal tip. The physician was able to retrieve the broken segment with a rosen guidewire. No complications were reported with the pt as a result of the event. Same event as MDR# 2029214-2010-00234.

Manufacturer narrative:
The device will not be returned for evaluation as it was consumed in the event. Model and lot# of other onyx involved: model# 105-7000-060, lot# 7996501, dom: 12/2009: expiration: 10/2012. (B)(4).